Event description:
It was reported that a plain old balloon angioplasty (poba) was performed for a moderately calcified 90-99% stenosis in the popliteal artery (pop) which was noted after the superficial femoral artery (sfa) was treated. When an asahi crosslead penetration guide wire was removed after it was advanced through the lesion, the wire tip was separated and remained in the patient anatomy. The tip fragment was retrieved by snaring. The procedure was completed. It was informed that the patient was fine after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported crosslead penetration guide wire was returned for evaluation with the separated wire tip. Core wire of the returned guide wire was found fractured at approximately 24mm distal to the proximal solder (set at 25mm from the tip for the purpose of fixing the outer coil onto the core wire). Observation by scanning electron microscope (sem) found that the proximal fracture end of the core wire had a flat fracture surface with a pattern of concentric circles and helical marks were observed on the core shaft near the fracture end. These findings indicated that accumulated torsion had contributed to the observed fracture of the core wire. Microscopic observation of the proximal solder found that solder material was exposed. The exposed solder material surface had a trace of transfer mark of the outer coil, indicating that the outer coil was detached from the solder. The separated wire tip was found bent with widened coil pitch at approximately 10-24mm from the tip. Microscopic observation found that the outer coil was loosened and unwound due to accumulated torsion. Solder material was attached on the end of the outer coil, indicating that the outer coil was detached from the proximal solder together with the solder material. The outer coil was then loosened to expose the fractured core wire. Observation of the distal fracture end of the core wire by microscope and sem found a flat fracture surface with a pattern of concentric circles and helical marks on the core shaft near the fracture end just as seen on the proximal side. Investigation of the returned guide wire suggested that the core wire was fractured at approximately 2mm from the tip and then detached together with the outer coil. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with torquing manipulation might have been locally accumulated on the tip of the crosslead penetration guide wire while the wire tip was caught by the calcified lesion, fracturing the core wire. As torsion was further accumulated, the outer coil was loosened and detached from the proximal solder. Although it was concluded that this event was not attributed to product quality, additional treatment for removal of the wire fragment was considered a reportable adverse patient effect and a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient anatomy due to the severe damage observed on the returned guide wire. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip. [Otherwise, the guide wire may be damaged and/or trauma may occur.] In addition, ensure that the distal guide wire and its location in the vessel are visible during wire manipulations. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunctions and adverse events] 1. Malfunctions ~ damage such as separation.